Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle had the cannula break off or pull out and needle and holder separate / spin out after use. The following information was provided by the initial reporter: the customer noticed the "needle broke when it was screwed to the holder."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for cannula breaks off with the incident lot was observed. A physical sample would be needed for further investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle had the cannula break off or pull out and needle and holder separate / spin out after use. The following information was provided by the initial reporter: the customer noticed the "needle broke when it was screwed to the holder."